Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the display was cracked. There was no indication as to whether or not the user was able to read the display. There was no reported adverse event associated with this complaint. This complaint is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.